Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin delivery has been stopped for more than 15 minutes. In this case, the resume pump alarm will be displayed on your pump.

Event description:
It was reported that a resume pump alarm occurred. Tandem technical support reviewed the pump data and confirmed the customer forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) of 518 mg/dl. Reportedly, customer resumed insulin therapy and elevated bg was addressed by a correction bolus via the pump and manual injection.